Event description:
It was reported to medtronic neurosurgery that spinal fluid did not flow through the shunt and the pt showed signs of hydrocephalus.

Manufacturer narrative:
The valve was patent and passed reflux and leak testing. The device met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.